Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED was placed into service without pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. If pads are not connected, the AED will attempt to alert the user by flashing its red asi and chirping.